Event description:
It was reported the asymptomatic patient presented in clinic after hearing their patient notifier. Upon interrogation, the pacemaker was in backup vvi mode. A device download was performed and successfully restored the pacemaker.